Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient started experiencing pain from the device on (B)(6) 2019. There were no external factors not which may have led or contributed to the issue. Surgical intervention was not planned or performed at the time of the report. There were no further complications reported.